Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose of 492 mg/dl and receiving lost sensor alarms, after she over treated for low blood glucose. At the time of this report, customer's blood glucose was 181 mg/dl. During troubleshooting, it was found that the incorrect transmitter identification was programmed into customer's insulin pump.